Manufacturer narrative:
Additional narrative: the plate was discovered broken on (B)(6) 2014; however, it is unknown, the exact date the breakage occurred. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was diagnosed as gingival cancer on (B)(6) 2013. The left mandible segmentectomy reconstructive surgery was performed on (B)(6) 2013 and the jaw was fixed with synthes reconstruction plate. The surgeon removed the broken plate and placed matrix mandible reconstruction plate in question to fix the lower area of the mandible and another unknown plate to fix the upper area of the mandible on (B)(6) 2014. The breakage of plate which was implanted on (B)(6) 2014 was found on (B)(6) 2014. The broken plate was extracted from the patient in his jaw on (B)(6) 2015.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. Explant date: not explanted. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4); supplier: (B)(4) (sterilization), manufacturing date: 15.apr.2013 (delivered from supplier to (B)(4)); expiry date: 01.mar.2023. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile (attached) were reviewed with the following result: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records was conducted. The report indicates that the: date of manufacture: 02/22/2013; expiration date: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7268690 p/n 04.503.739 of ti matrixmandible 7x23 angle recon pl left 2.5mm thick was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material lot 7047055 met all specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2015, x-ray photo showed the matrix mandible reconstruction plate (04.503.739s) in question was broken. Although the surgeon recommended re-operation to the patient, it was reported the patient denied it up to now. This report is 1 of 1 for (B)(4).